Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.5, lab: 3.2; (B)(6) 2012, 3.8. Inratio test while on the phone with tech service less than 1 hour between meter test and lab draw on (B)(6) 2012. Patient self tester's therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.